Event description:
Additional information received from the customer reported that no error messages were displayed. There was no delay to the diagnostic colonoscopy procedure. The procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the channel could not be identified and a definitive root cause of the issue could not be determined, as the device was not returned to olympus for evaluation. The issue was reported by the customer as being resolved after implementing a delayed reprocessing soak according to the reprocessing manual as advised by the olympus technical assistance center (tac). The event may be detected/prevented by following the instructions for use which state: inspection of the instrument channel if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope had debris stuck in the channel. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer explained that the scope was used on a patient that was not completely cleaned out. Now, the customer was unable to get the scope completely clean. The scope was manually cleaned and run through the automatic endoscope reprocessor (aer) several times. Tac advised the customer to do a delayed reprocessing soak according to the reprocessing manual and if that did not work, then the scope would need to be sent in for repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.